Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse, on an unknown date and mesh was implanted. The patient experienced recurrence of prolapse at 3 months, mesh erosion of the middle of the wall at 2 months and mesh erosion at the wall of the hymen, the middle part of the back wall after 3 months. The patient underwent estrogen application and subsequent mesh removal. Additional information was not provided.